Event description:
It was reported that testing revealed a short circuit between the electrodes 5 and 6. Speech understanding and sound have deteriorated significantly. Putting pressure on the implant housing makes the short circuit disappear. As the problems regarding sound and speech understanding could not be solved by fitting, reimplantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.